Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the excessive heat generation was caused by dust on the fan and vent cover preventing ventilation. However, the specific cause of the dust could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of fan not working and spare lamp indicator on were confirmed. The top cover vent was clogged causing a disruption in the air flow. In addition, the lamp life had 400 or more hours. The top cover was deformed. The unit was covered with dust and debris. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the fan was not working and spare lamp indicator was on with the evis exera iii xenon light source. The event occurred during a diagnostic esophagogastroduodenoscopy/ colonoscopy. There was a delay in procedure for 2-3 minutes. The intended procedure was completed with the subject device. There was no reported patient harm associated with this event.